Event description:
The doctor noted that the proximal end of the iab was not fully inflating during iabp. The iab was not returned to co for eval. The iab was used. Event complications: unk reported 10/23/96. Pt's current status: unk rpt'd 10/23/96.